Event description:
Physio-control was performing an eval of a device returned on recall # (B) (4) and observed that it would not power on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control determined the cause of the failure to be the following electrically leaky filters, fl9, fl10 and fl11, from the analog pcb assembly due to process residue on the board surface. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.